Event description:
Premature battery depletion of the subject device was suspected.

Manufacturer narrative:
The device has been explanted.

Event description:
Premature battery depletion of the subject device was suspected.

Event description:
Premature battery depletion of the subject device was suspected.

Manufacturer narrative:
.